Manufacturer narrative:
The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via email. The customer informed tac of the event. The customer was asked if the steris generator and cv-190 were plugged into the same circuit and it was confirmed that it was. The customer was advised to plug the steris generator into a different circuit. The customer was advised to check the video cable used with the cv-190 for any damage and check the steris generator footswitch cable for any breaks or damage. The customer said they would call back, however, no response was received. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device´s image went black during sedation for a therapeutic polypectomy procedure, and was completed using the same device. The procedure was prolonged for less than 30 minutes there were no reports of patient harm.